Event description:
The hcp reported that the pt was discharged from the hosp after several days to a rehab facility.

Event description:
The hcp reported that there was "pressure necrosis on the incision line scar". There was an area approx the size of a quarter over the top edge of the pump; an open sore sleeping serous fluid with no evidence of pus. This was first noted by the pt's family in 09/2005 and brought to the attentionof the hcp 3 days later. The surgeon noted that there might have been an infectious process, but nothing overt. Extensive debridement of the pocket was performed; 3 inches of proximal catheter was replaced with new catheter and pump connector. A smaller, new pump was implanted in a subfascial pocket. An antibiotic solution was used for irrigation several times and the old pocket was closed around a drain. The pt was maintained on lioresal. The pt was transferred to the intensive care. Current status is unk.